Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during an endoscopic balloon dilation (ebd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure they inserted a jagwire guidewire into the subject cannula. When the physician removed the cannula from the bile duct, the cannula was torn and a portion of the cannula tip marker paint was found to have detached inside the patients bile duct. The torn fragment of the cannula was found attached to the jagwire. The procedure was completed with the same jagwire guidewire and another rx pre-curved ercp cannula. As the physician has indicated no concern with the marker paint, no attempt was made to retrieve it. In addition, the physician had no issues or concerns with the jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination revealed that there was a tear/split near the distal tip of the device. A 0.035" guidewire was inserted from the proximal introducer through the working length and was then removed through the rx channel of the device. During this evaluation, the working length was found torn/split from the distal brown paint band through the distal tip of the device. The distal tip was further observed and the inner ro marker of the device was no longer attached and was not returned by the customer for evaluation. The condition of the returned unit was consistent with the complaint incident that the catheter working length was torn. During manufacturing, tome devices are 100% inspected for tip and working length integrity. The most probable root cause of 'operational context' is selected since it is likely that, due to anatomical/procedural factors encountered during the procedure, the extrusion was split/torn at the tip resulting in inadvertent detachment of the ro marker during the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during an endoscopic balloon dilation (ebd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure they inserted a jagwire guidewire into the subject cannula. When the physician removed the cannula from the bile duct, the cannula was torn and a portion of the cannula tip marker paint was found to have detached inside the patients bile duct. The torn fragment of the cannula was found attached to the jagwire. The procedure was completed with the same jagwire guidewire and another rx pre-curved ercp cannula. As the physician has indicated no concern with the marker paint, no attempt was made to retrieve it. In addition, the physician had no issues or concerns with the jagwire guidewire. There were no patient complications reported as a result of this event.